Event description:
International customer reports that a needle broke during a sternal closure. The needle reportedly remains embedded within the bone. There are no plans to explant the embedded needle fragment. There are no reported adverse patient consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. D4, h4 - the actual device associated with the event is not known. International affiliate reports the following possible products: lot: adr411, mfg: 04/01/2008, exp 01/31/2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.